Event description:
Switched to the true metrix glucose monitor and numbers were high. Tested for a couple of weeks still high numbers 30-40 points higher. Finally found strips for the older true result monitor and they were lower. Per discussion with the drug store regional manager, nipro representative indicated the results would be 30-40 points higher for the true metrix machine. Checked consumerreports.org and there are hundreds of related stories. The only problem is these folks are insulin dependent. So they see the higher numbers and look for their insulin. This could cause people to overdose on insulin if they are not careful. No warning from nipro about the test indicating numbers are higher. This is a serious problem.